Manufacturer narrative:
(B)(4). Date sent to the FDA: 11/4/2019. A manufacturing record evaluation was performed for the finished device batch lpj158-8335h and no non-conformances were identified. Investigation summary: one opened box with unopened samples of product code 8335, lot lpj158 was received for analysis. The product code is double armed. During the visual inspection of samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no pull off suture needle was found, and the tested samples met the finished goods requirements.

Manufacturer narrative:
Product complaint #: (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date in 2019 and suture was used. The needle detaches itself from the thread as it passes through the tissue. There were no adverse patient consequences reported.